Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd nexiva closed IV catheter system there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR review could not be performed since the lot number associated to this investigation was unknown. Received one 22ga bd nexiva catheter-adapter y extension set with 2 q-syte units connected to each port. Visual/microscopic evaluation: the unit was received wrapped in surgical tape and gauze. Both of the q-syte units were correctly connected to the y adapter. No physical-mechanical damage was observed on any of the components of any of the units. No damage was observed on the threads. No damage was observed on the top septum disks or the column walls. Indeterminate: no physical-mechanical damage was observed on any of the components of the received q-syte units and the failure was not reproduced at the laboratory.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with separation during use. There was no report of injury or medical intervention.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Correction: date received by manufacturer: 10/30/2018.